Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. Zimvie received one (1) abutment/screw for evaluation. Visual evaluation was performed, ¿signs of use, bone debris on external threads. The abutment showed signs of use. DHR review was completed for the subject lot number 63879646. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63879646 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was design error & excessive loading on abutment/implant assembly. Therefore, based on the available information, device malfunction did occur, as there was a fractured screw in the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that during a follow-up examination, the patient complained of the crown loosening. The abutment screw was found broken after examination. The screw was not removed. The implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). Weight unknown / not provided (B)(6), impl tapered scr-v sbm 3.7mm 3.5mm 13mm/lot# 63774439. Zip code: (B)(6). Additional PMA/510(k) number ¿ k013227/k953101. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.